Event description:
During a right total hip arthroplasty dr. Asked for a bone tenaculum to be passed to him during the procedure. The scrub nurse, passed the instrument to him. After using the instrument to remove the patient's right femoral head, dr. Noted that the tip of the instrument was broken off. He asked the scrub if she had noticed if the instrument was missing the tip of the tenaculum prior to passing the instrument to him. She stated that she did not notice if the tip was intact prior to passing the instrument to him. Dr. Requested an x-ray be taken to rule out a foreign body. An x-ray was taken of the femoral head which was negative.